Manufacturer narrative:
Medwatch sent to FDA on 05/13/2016. The device will not be returned. Follow-up with health professional is being performed regarding clarification of: "the sizer broke again whilst inserting it on the left device.¿ device history review results: "review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling addresses: "re-sterilizable breast implant sizers are intended to be used only by a qualified surgeon. Before proceeding with surgery, the surgeon should inform the patient of the following warnings. Rupture. Patients should be advised that the sizer may rupture, releasing silicone gel into the surrounding cavity. Causes of rupture include: damage by surgical instruments, such as nicks, slices, or puncture; other trauma during surgery, such as improper handling or manipulation. Do not insert or attempt to repair a damaged sizer." "Method for re moving ruptured gel from the surgical pocket - in the event of re-sterilizable sizer rupture, the following technique is useful for removal of the gel mass. Wearing double talc-free surgical gloves on one hand, use the index finger to penetrate the gel mass. With the other hand, exert pressure on the breast to facilitate manipulation of the gel mass into the double-glove hand. Once the gel is in hand, pull the outer glove over the gel mass and remove. To remove any residual gel, blot the surgical pocket with gauze sponges. Avoid contact between surgical instruments and the gel. If contact occurs, use isopropyl alcohol to remove the gel from the instruments. Ruptured sizers must be reported and returned to your allergan representative. In the event of re-sterilizable sizer rupture, contact your representative immediately."

Event description:
Company representative reported, "the sizer broke again whilst inserting it on the left device." It is not known if a replacement device was used.